Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found, defib conductor distorted. Full lead returned and analyzed.

Event description:
It was reported that during the first month after implant there was oversensing on the ventricular channel. The lead was repositioned one month after implant and afterwards the sensed signals were very small. The lead was explanted and replaced. No patient complications were reported as a result of this event.